Manufacturer narrative:
It was reported the complaint source was a healthcare professional, but the name and contact information would not be provided due to restrictions of privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil failed to detach. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the internal carotid artery with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the microcatheter was prepared per the instructions for use (IFU), and delivered to the aneurysm. Five competitor coil were implanted, and then the next five were to be prime coils. The fourth prime coil was prepared per the IFU and delivered to the aneurysm. However, the coil failed to detach when using the instant detacher twice. The manual detachment method was performed once, but the coil still did not detach. The coil was then retrieved, and a replacement coil was unpacked, prepared, and detached with no problems using the same detacher as before. After that, the final coil was implanted, and the procedure was completed. There was no patient injury reported with the event. Ancillary devices include a headway 17 microcatheter, g3 & mini coils.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the axium prime coil (model: apb-3-6-3d-es, lot: a951131) found that the pusher was broken at the break indicator with the release wire also found broken. This is indicative that a manual detachment attempts were performed at this location. The proximal segment (actuator interface, positive load indicator, break indicator and coupler tuber were not returned for analysis and therefore detachment attempts using an instant detacher could not be confirmed. The coin was found present and still against the lumen stop with the shield coil present and undamaged. The implanted coil was still attached and found damaged. A detachment was then attempted by breaking the pushwire distal to the original break and retracting the release wire. The coin was retracted out of the lumen stop and the detach element was successfully detached with no resistance encountered. No other damages or abnormalities were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ was confirmed as the device was returned with the impla nt coil still attached. There was evidence of manual detachment attempts. The likely cause of the non-detachment is the release wire broke during detachment attempt, leading to the release wire not retracting the coin out of the lumen stop and subsequently causing the implant coil to not detach. The cause of the release wire break could not be determined. The implant coil was found damaged. Potential causes are patient vessel tortuosity, attempts to advance or retract device against resistance, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation and incompatible catheter. As the device was returned without its protective dispenser coil or introducer sheath, the damage could have also occurred during handling or return shipping to medtronic for analysis. H6: method code updated to b19. Result code updated to c070601 and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.